Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
It was reported that the superior vena cava (svc) impedance has increased and is variable on the right ventricular lead. Connection or set screw issues are possible. The lead and device were planned to be revised. No patient complications have been reported as a result of this event.

Event description:
It was reported that the superior vena cava (svc) impedance has increased and is variable on the right ventricular lead. Fractured lead, connection or set screw issues are possible. It was further reported that during a revision a loose connection was found. The lead was tightened and impedance was acceptable. The lead and device remain in use. No patient complications have been reported as a result of this event.